Manufacturer narrative:
The device will not be returned to the manufacturer due to iata shipping restrictions. When available, a failure analysis will be submitted as a follow-up report.

Event description:
Information was received at service repair via repair request form that a sonnet rechargeable battery showed signs of leaking. It was also stated that the user did come into contact with the battery fluid. To date there has been no report of injury from the field.

Manufacturer narrative:
Additional information: the received supplemental information for rechargeable batteries was inspected upon arrival. According to the received information, leaking electrolyte was observed, however, no visible mechanical damage was reported. It is assumed that the housing was damaged beneath the cap and therefore no optical damage could be detected. The damage to the battery housing was clearly the reason for the malfunction of the device. It is very likely, that bulging of the housing caused the damage and indicates that the device was not refreshed/used for a long period of time. The rechargeable battery was disposed in the field. This is a final report.

Event description:
Information was received at service _ repair via repair request form that a sonnet rechargeable battery showed signs of leaking. The user did not come into contact with the leaking battery and there was no report of injury.